Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as urinary dysfunction/sacral nerve stim. It was reported the patient experienced a loss of therapy. The patient had implants on her left and right side. The patient was having issues with the right side implant, noting that she had a return of her target symptoms. The patient indicated it was not working on the right hand side. The patient noted her symptoms returned suddenly on the night of (B)(6) 2018 and she had not slept because of it. The patient noted that she hurt her back at work on (B)(6) 2018 and the patient hurt where the device was implanted. The patient had also been unable to sync with the right side ins since (B)(6) 2018. The patient was seeing the poor communication screen with and without the patient programmer (pp) antenna attached. It was noted trauma (hurt back at work) was related to the issue. The change in therapy/symptoms was noted as sudden. The patient had moved and did not have a healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported on (B)(6) 2018 she was at work and was lifting cases of rubbing alcohol and fractured her spine and 2 discs were herniated. The patient reported her ins on the right side stopped working right away on (B)(6). The patient stated her (B)(6) healthcare professional (hcp) checked it out and had the patient take a CT scan probably a month later. The hcp told the patient he thought the ins came out of the pocket. The patient told her to find an interstim hcp that accepted (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the found a wonderful doctor. To resolve the issue, they noted ¿surgery on july 20th; battery dead on both sides.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient lifted a case of bubbling alcohol at work and hurt their hip and right butt cheek was the circumstances that led to implantable neurostimulator not working. The patient want to be referred to a urologist. The reported issue was not resolved.